Manufacturer narrative:
Correction: device manufacture date: in initial report, the device manufacture date was inadvertently reported as 10/19/1998, however the correct date is 9/11/1998. This follow up has the correct date indicated. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer. The field service found no issues with the laser equipment and was not able to confirm the central islands reported. The aspirator flow, arm alignment, and motor calibrations were checked. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with central island. No additional information was provided. This is three of three reports.